Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded two signal artifact monitor (sam) episodes related to a possible noise oversensing of the respiratory rate trend (rrt). No adverse patient effects were reported. This crt-d remains in service.